Event description:
The affiliate reported the customer alleged approximately two (2) milliliters of diluted blood leaked from the rinse cup and probe onto the slide label involving coulter lh slidemaker. The customer noted a puddle of blood under the rinse cup. The fluid leak was contained within the instrument. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. Erroneous results were not generated. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of operator injury or adverse effect associated with this event. Beckman coulter field service engineer (fse) went to the facility and assessed the instrument.

Manufacturer narrative:
The field service engineer (fse) cleaned the dispense probe and the wash block area of dried blood. The fse checked and replaced all dispense module actuators (vl14 - vl20) and dpi actuator. The fse verified system operation by completing sample analysis and creating slides. Service activity performed was verified to meet the specified requirements per established procedures. Results conformed to the manufacturer's published performance specifications. The customer has an exposure control management plan at the facility. (B)(4).